Event description:
The cysto-nephro videoscope was returned to the service center with a report of a blurry cloudy image. This does not indicate an MDR reportable event, however, a reportable failure was found during testing at the service center. During inspection of the device, a dirty/foreign material on the objective lens was found, likely due to insufficient cleaning/reprocessing. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the dirt/foreign material found on the objective lens could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.